Manufacturer narrative:
The pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.